Event description:
The surgeon implanted an aq2003v silicone three pieces lens but the back haptic tore off while being inserted. The incision was enlarged to remove. The nurse stated it was unknown as to why the haptic tore off. An msi-tm injector and an aq2.8s cartridge were used but the lot numbers were not provided by the facility.